Manufacturer narrative:
Other relevant device(s) are: product ID: s g-64, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, heli-fx applier and endoanchors were used in the endovascular treatment of stent graft migration and a type ia endoleak for a 58mm ruptured abdominal aortic aneurysm in the patient. The aortic neck length was 4.7 mm. The patient had initial endograft repair approximately 5 years earlier with an unknown manufacturers device. Another manufacturer aortic cuff was also implanted on the same day as the endoanchors as part of the anticipated treatment plan. It was reported that a total of 8 endoanchors were implanted with 4 between the main body and proximal neck and 4 between the aortic cuff and aortic neck. It was reported that approximately 1 month post procedure the patient had an acute upper gastrointestinal bleed after presenting to the hospital with melena. The patient was hospitalized and is continuing with treatment. It was noted by the sponsor to be probably related to the procedure and to have an unlikely relationship to the heli-fx device. It was noted to be not related by the investigator. No additional clinical sequelae were reported and the patient will be monitored.